Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, premature battery depletion was suspected. There was a rapid lose in battery within six days. Device replacement was suggested. The patient was discharged.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information received notes that the device was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, h1, h3, h6, h10.the results/method and conclusion codes along with investigation results will be provided in the final report.